Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0p405, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a shock when they sat down on the morning of (B)(6) 2015. The issue was related to positional movement. There were no trauma or falls related to the issue and no recent medical tests or emi environmental exposure. When the patient sat it seemed that the implantable neurostimulator (ins) was in the way. It was not an actual jolt as stimulation was not even on at the time it occurred. The patient was implanted on (B)(6) 2015 and swelling was present. The patient experienced a loss or change of therapy, did not feel stimulation, and stimulation was not on. The therapy was turned on and the not feeling stimulation situation was resolved. The patient's symptoms were well controlled. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No interventions or outcome regarding this shocking were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.